Event description:
Pt had a total knee arthroplasty and a count was performed prior to surgery. The count showed to be correct but at the end of surgery, the count was off by one. All appropriate actions taken to look for the sponge; however, it could not be located. X-ray performed and still did not find the sponge. The week prior a total knee pack was opened and found to be short a sponge. The operating room crew had been watching this hoping it to be a rare event but then after today's case the next case was set up and the total knee pack once again revealed a short sponge. This is concerning for pt safety. Since the sponges were used on this case they are not available for return. Pt discharged 2 days after surgery.